Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with very complex incisional hernia and incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st with echo ps (device 1). Per op notes, ¿a small left upper quadrant incision was made. Adhesions were taken down. The bowel were pulled out from the hernia sac. Incarcerated bowel and omentum were pulled down. One abdominal wall defect was identified. A ventralight st with echo ps (device 1) was placed and secured to the abdominal wall with sutures and optifix tacks.¿ (ppf/mrr). (B)(6) 2021 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent laparoscopic repair with implant of ventralight st with echo ps (device 2). Per op notes, ¿a small left upper quadrant incision was made. Adhesions were noted and taken down. The bowel were pulled out from the hernia sac. Incarcerated bowel and omentum were pulled down. One abdominal wall defect was identified. A ventralight st with echo ps (device 2) was placed and secured to the abdominal wall with optifix tacks. (Ppf/mrr).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date and UDI no), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d6a. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.